Manufacturer narrative:
An event regarding anemia involving a triathlon femoral component was reported. It was reported that anemia occurred leading to transfusions. There is no indication that the reported devices contributed to the reported event.

Manufacturer narrative:
Additional devices listed in this report: cat 5521-b-300, lot hymua, description: tri ts baseplate size3; cat 5530-g-309, lot mmd5km, description: triathlon cr x3 tibial insert. It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. It was noted that the devices are not available for evaluation as they remain implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device still implanted.

Event description:
It was reported that anemia occurred patient got blood transfusions. Additional information received (B)(4) 2013. A thrombocytopenia, which is a relative decrease of blood platelets leading to a coagulopathy, led to an internal bleeding into the left leg intraoperatively. The blood transfusion were given postoperative. Following of this bleeding the patient has had a stiffness of the knee. This was treated with mobilization in anesthesia as reported. The thrombocytopenia is a constitution of the patient and was therefore not seen by the surgeon in relation to the surgery or the product.

Event description:
It was reported that anemia occurred patient got blood transfusions. Additional information received 07/17/2013. A thrombocytopenia, which is a relative decrease of blood platelets leading to a coagulopathy, led to an internal bleeding into the left leg intraoperatively. The blood transfusion were given postoperative. Following of this bleeding the patient has had a stiffness of the knee. This was treated with mobilization in anesthesia as reported. The thrombocytopenia is a constitution of the patient and was therefore not seen by the surgeon in relation to the surgery or the product.